Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 due to high blood glucose and ketoacidosis. The customer's blood glucose was 468 mg/dl at the time of the hospitalization and was treated with insulin drip. The customer had nausea, vomiting, abdominal pain, and difficulty in breathing. The customer reported that they feel okay for troubleshooting. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform a high pressure test. The customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.